Event description:
It was reported that the foot end was stuck in the up position. The customer reported that they did not know if there was any patient involvement or any adverse consequences.

Manufacturer narrative:
Results: footboard pin connector.